Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "continued bleeding from site post procedure. Angiogram revealed no extravasation. 8.0 x 40mm peripheral balloon inflated across access site and proximal(illiac), with no effect on the bleeding. Physician believes that manta likely deployed correctly, and that the bleeding was possibly from incidental venous damage instead." Additional information: "operating interventional cardiologist stated that: the artery was intact, and the manta device was positioned correctly in the vessel. The ic reported that the bleeding was venous which could have occurred during initial access. The manta device was never explanted and the surgical cutdown was to repair the femoral vein. The ic reported that the manta deployment was not contributory to damaged vessel that resulted in the surgical cut down. After the surgical procedure, it was reported that the patient is doing well, and no health consequences occurred from this event."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "continued bleeding from site post procedure. Angiogram revealed no extravasation. 8.0x40mm peripheral balloon inflated across access site and proximal(illiac), with no effect on the bleeding. Physician believes that manta likely deployed correctly, and that the bleeding was possibly from incidental venous damage instead." Additional information: "operating interventional cardiologist stated that: the artery was intact, and the manta device was positioned correctly in the vessel. The ic reported that the bleeding was venous which could have occurred during initial access. The manta device was never explanted and the surgical cutdown was to repair the femoral vein. The ic reported that the manta deployment was not contributory to damaged vessel that resulted in the surgical cut down. After the surgical procedure, it was reported that the patient is doing well, and no health consequences occurred from this event.".